Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: ibuprofen from (B)(6) 2007 to (B)(6) 2018. Concomitant products included atorvastatin from (B)(6) 2017 to (B)(6) 2018, bisacodyl from (B)(6) 2017 to (B)(6) 2018, casanthranol;docusate potassium (docusate potassium with casanthranol), enoxaparin sodium (enoxaparin) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2007 to (B)(6) 2018, methylprednisolone from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2018 to (B)(6) 2018, sennoside a+b from (B)(6) 2018 to (B)(6) 2018 and warfarin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pain ("pain: generalised body aches"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and infection ("infections"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic removal essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pain and infection had resolved, the depression, anxiety, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown and the migraine was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Reporter's information was added. Lot number was added. Patient's demographics were added. Added event abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), generalized body aches, vaginal discharge, weight gain, hair loss, infections. Updated outcome of events, pain, abnormal bleeding, infections from unknown to recovered/resolved. Migraines from unknown to recovering/resolving. Medical history, historical drugs, concomitant drugs, concomitant conditions, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease, cesarean section, left lower quadrant pain, vaginal bleeding, ectopic pregnancy, pelvic pain female, pregnancy test urine negative, chlamydial infection, gonorrhea, pelvic abscess, pap smear abnormal and amenorrhea. Previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: ibuprofen from (B)(6) 2007 to (B)(6) 2018. Concurrent conditions included abdominal pain, left lower quadrant pain, vaginal bleeding, back pain, dysuria, vomiting, nausea, intermenstrual bleeding, uti, per vaginal bleeding, neck pain, spotting vaginal, urinary frequency, dysuria, lower abdominal pain, dizzy, menses irregular, chest pain, overweight, headache, migraine, hemifacial anaesthesia, muscular weakness, cerebrovascular accident, sickle cell trait, overweight, syncope, hyperlipidemia, stroke, eye pain, dizziness, musculoskeletal injury and hypertension. Concomitant products included atorvastatin from (B)(6) 2017 to (B)(6) 2018, bisacodyl from (B)(6) 2017 to (B)(6) 2018, casanthranol;docusate potassium (docusate potassium with casanthranol), enoxaparin sodium (enoxaparin) from (B)(6) 2018, ibuprofen from (B)(6) 2007 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, methylprednisolone from (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2018, sennoside a+b from (B)(6) 2018 and warfarin from (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition :depression"), anxiety ("psychological or psychiatric problems condition :mental anguish") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pain ("pain: generalised body aches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic removal essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal hemorrhage, pain and urinary tract infection had resolved, the pelvic inflammatory disease, pelvic abscess, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and vaginal infection outcome was unknown and the migraine and headache was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, nausea, pain, pelvic abscess, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Lot number:627434. Manufacture date: 2008-06. Expiration date: 2010-06. Patient has received treatment for events bladder /urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: no evidence of intraperitoneal spill status post essure dev ice placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: medical history, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease, cesarean section, left lower quadrant pain, vaginal bleeding, ectopic pregnancy, pelvic pain female, pregnancy test urine negative, chlamydial infection, gonorrhea, pelvic abscess, pap smear abnormal and amenorrhea. Previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: ibuprofen from (B)(6) 2007 to (B)(6) 2018. Concurrent conditions included abdominal pain, left lower quadrant pain, vaginal bleeding, back pain, dysuria, vomiting, nausea, intermenstrual bleeding, uti, per vaginal bleeding, neck pain, spotting vaginal, urinary frequency, dysuria, lower abdominal pain, dizzy, menses irregular, chest pain, overweight, headache, migraine, hemifacial anaesthesia, muscular weakness, cerebrovascular accident, sickle cell trait, overweight, syncope, hyperlipidemia, stroke, eye pain, dizziness, musculoskeletal injury and hypertension. Concomitant products included atorvastatin from (B)(6) 2017 to (B)(6) 2018, bisacodyl from (B)(6) 2017 to (B)(6) 2018, casanthranol;docusate potassium (docusate potassium with casanthranol), enoxaparin sodium (enoxaparin) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2007 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, methylprednisolone from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2018 to (B)(6) 2018, sennoside a+b from (B)(6) 2018 to (B)(6) 2018 and warfarin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition :depression"), anxiety ("psychological or psychiatric problems condition :mental anguish") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pain ("pain: generalised body aches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic removal essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, pain and urinary tract infection had resolved, the pelvic inflammatory disease, pelvic abscess, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and vaginal infection outcome was unknown and the migraine and headache was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, nausea, pain, pelvic abscess, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Lot number:627434, manufacture date: 2008-06, and expiration date: 2010-06. Patient has received treatment for events bladder /urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: no evidence of intraperitoneal spill status post essure dev ice placement. Lot number: 627434 manufacture date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: ibuprofen from (B)(6) 2007 to (B)(6) 2018. Concomitant products included atorvastatin from (B)(6) 2017 to (B)(6) 2018, bisacodyl from (B)(6) 2017 to (B)(6) 2018, casanthranol;docusate potassium (docusate potassium with casanthranol), enoxaparin sodium (enoxaparin) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2007 to (B)(6) 2018, methylprednisolone from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2018 to (B)(6) 2018, sennoside a+b from (B)(6) 2018 to (B)(6) 2018 and warfarin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition :depression"), anxiety ("psychological or psychiatric problems condition :mental anguish"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pain ("pain: generalised body aches"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and infection ("infections"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic removal essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pain and infection had resolved, the depression, anxiety, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown and the migraine was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Lot number:627434 manufacture date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from august 2008 to april 2009; for an unreported indication: ibuprofen from january 2007 to july 2018. Concomitant products included atorvastatin from december 2017 to april 2018, bisacodyl from december 2017 to june 2018, casanthranol;docusate potassium (docusate potassium with casanthranol), enoxaparin sodium (enoxaparin) from may 2018 to june 2018, ibuprofen from january 2007 to july 2018, medroxyprogesterone acetate (depo provera) since august 2008, methylprednisolone from june 2018 to july 2018, paracetamol (acetaminophen) from may 2018 to june 2018, sennoside a+b from may 2018 to june 2018 and warfarin from april 2018 to july 2018. On (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). In july 2009, the patient experienced depression ("psychological or psychiatric problems condition :depression"), anxiety ("psychological or psychiatric problems condition :mental anguish") and alopecia ("hair loss"). In april 2017, the patient experienced pain ("pain: generalised body aches"). On an unknown date, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic removal essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pain and urinary tract infection had resolved, the depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and vaginal infection outcome was unknown and the migraine and headache was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Lot number:627434 manufacture date: 2008-06 expiration date: 2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new event - vaginal infection was added. Pt of event infection was updated to event urinary tract infection was added. Reporter's infection, concomitant condition were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: ibuprofen from (B)(6) 2007 to (B)(6) 2018. Concurrent conditions included abdominal pain, left lower quadrant pain, vaginal bleeding, back pain, dysuria, vomiting, nausea, intermenstrual bleeding, uti, per vaginal bleeding, neck pain, spotting vaginal, urinary frequency, dysuria, lower abdominal pain, dizzy, menses irregular, chest pain, overweight, headache, migraine, hemifacial anaesthesia, muscular weakness, cerebrovascular accident, sickle cell trait, overweight, syncope, hyperlipidemia, stroke, eye pain, dizziness, musculoskeletal injury and hypertension. Concomitant products included atorvastatin from (B)(6) 2017 to (B)(6) 2018, bisacodyl from (B)(6) 2017 to (B)(6) 2018, casanthranol;docusate potassium (docusate potassium with casanthranol), enoxaparin sodium (enoxaparin) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2007 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, methylprednisolone from (B)(6) 2018 to july 2018, paracetamol (acetaminophen) from (B)(6) 2018 to (B)(6) 2018, sennoside a+b from (B)(6) 2018 to (B)(6) 2018 and warfarin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition :depression"), anxiety ("psychological or psychiatric problems condition :mental anguish") and alopecia ("hair loss"). In april 2017, the patient experienced pain ("pain: generalised body aches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopic removal essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pain and urinary tract infection had resolved, the pelvic inflammatory disease, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and vaginal infection outcome was unknown and the migraine and headache was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pain, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Lot number:627434 manufacture date: 2008-06 expiration date: 2010-06 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: no evidence of intraperitoneal spill status post essure dev ice placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jan-2020: medical records received. Events added from mr- pelvic inflammatory disease. Reporter information, medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.